Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she experienced a low blood glucose level and had a seizure. Customer's blood glucose level went down to around 30 mg/dl. The customer experienced a high blood glucose level because the insulin pump was off for several hours. The customer was the passenger in a car when this occurred. They stopped at a gas station and gave her soda and chocolate. The customer had to treat her blood glucose level with a glucagon shot. The device was not returned.